Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR was completed and no non-conformances were found. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned.

Event description:
The initial reporter stated that they had sets that were leaking from the filter. Mmdg did follow up with the initial reporter. They stated that there had been no patient impact. (B)(4).